Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent an endovascular repair of a stanford type b dissection using a gore® tag® thoracic endoprosthesis (tgt3415/7791983). Prior to implantation, a right subclavian artery - left common carotid artery - left subclavian artery bypass surgery was performed. On (B)(6) 2010, a type ii endoleak was identified. (The origin is unknown.) On the same day, coil embolization was performed to treat the endoleak. On (B)(6) the resolution of the type ii endoleak was confirmed.